Event description:
This event was reported as an explant at implant due to a large regurgitant central jet as seen on echo. Implant looked good; however, valve explanted and replaced with a smaller size valve. The pt's native posterior leaflet (chordae) was not removed and this may have caused the regurgitation. No further info was provided.